Event description:
In 2004, the surgeon had contacted the MFR and reported that during implant there was excessive bleeding at the base of the inflow valve conduit. It was also discussed the possible causes for bleeding at this connection. The controller was alarming (audio and visual) controller malfunction low bus 2 open. The surgeon had the controller. The controller was alarming (audio and visual) controller malfunction low bus 2 open. The surgeon had the controller changed out, and the 2nd controller and procedure the same alarm. The MFR offered phone support and spoke to the o.r. Circulator, scrub nurse, and the surgeon several times during the implant. The surgeon had several issues occur during surgery. The coring knife was dull, which requried him to manually core out the ventricle. The core was to small, which caused difficulty in seating the inflow conduit in the ventricle. As a result, the surgeon believes the bleeding probably occurred due to the connection at the inflow elbow being loosened during his attempts to properly seat the inflow conduit in the ventricle. The surgeon also had difficulty de-airing the pump with the hand pump as the native heart was barely functional, which upon electrical actuation resulted in massive amounts of air being noted on tee in the aorta. The day following surgery the pt's pupils were fixed and dilated and they were on their way to a CT scan. The pt expired later in the day due to a missive air-embotic stroke.